Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 18 months it was reported that the lead was explanted due to oversensing. The extracted lead reportedly showed severe damages.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. In the course of the visual inspection the insulation was found rubbed through approx. 26.5 cm distal to the is-1 connector pin. This damage most likely resulted from interaction with the generator housing. Furthermore, the lead body was found squeezed and deformed approx. 34 cm distal to the is-1 connector pin. In this region the insulation and the coating of the conductor cables to the shock coils and to the ring electrode was damaged as mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. These findings can be considered as the root cause of the clinical observation. Furthermore, deformations of both shock coils were detected which most likely occurred during the extraction procedure. Due to the extent of the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.